Event description:
It was reported that during an unspecified procedure to treat the super femoral artery and the balloon ruptured. There was three areas with 60-80% stenosis in each with calcification and mild tortuousity. Three unk stents were implanted successfully. The physician post dilated using the f/g sterling otw 5.0 x 100/135 (4f) balloon. It was inflated three times in three different lesions and was inflated to 15 atmospheres. It then ruptured on the third inflation. Then a (B)(4) balloon was used and ruptured on the third inflation. The balloon was removed intact. The procedure was completed with this device. The pt status is fine with no complications reported. The ut diamond balloon rupture will be reported on the alternative summary report.

Manufacturer narrative:
(B)(4).